Event description:
The manufacturer received information alleging a patient with a rental-dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
The manufacturer received information alleging a patient with a rental-dreamstation auto CPAP device has passed away. There was no allegation that the device contributed to the death. Despite a good faith effort attempt, the device has not yet been returned to the manufacturer for evaluation. There has been no communication from the customer on the return of the device. At this time, philips is not able to fully investigate this complaint. The manufacturer is submitting a final report at this time. If any additional information is received, a supplemental report will be filed.